Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill tubing process. Customer's blood glucose was 254 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.